Event description:
When tubing is placed on optiflows or trach collars there is back pressure and they leak around the "collar" of the tubing, where the tubing meets the connector, and therefore the patient is not getting the set flow rate.

Manufacturer narrative:
H6: tubing the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 15 nov 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided byairlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint reported that the unit "patient is not getting the set flow rate." An investigation was conducted, and it was determined that no patients were affected. Since no video evidence was provided, the complaint could not be confirmed. However, the probable cause may have been due to the tubing may have not been firmly or correctly attached, it may have not formed a tight seal, allowing air to escape and reducing the flow rate delivered to the patient. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the first complaint reported for part number 2002-7-50 for "insufficient flow" failure mode. There were nine complaints reported for part number 2002-7-50 during the same timeframe related to different failure modes. A resolution was sent to the customer. We will continue to monitor trends during our periodic complaint review meetings.

Manufacturer narrative:
H6: tubing. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 15 nov 2024, has been included in the health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to sunmed holdings llc. Sunmed holdings llc., has no independent knowledge of the event reported, but is relaying the information, that was provided by the user facility, where the incident occurred. This product incident is documented in the sunmed holdings complaint database. And is identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission, that a sunmed holdings llc. Product is defective or causes serious injury.

Event description:
When tubing is placed on optiflows or trach collars, there is back pressure and they leak around the "collar" of the tubing, where the tubing meets the connector. And therefore, the patient is not getting the set flow rate.